Event description:
The facility reported a pump with batteries that would not hold a charge. It is unk when this problem occurred. There was no pt injury or medical intervention necessary according to the hosp representative.

Manufacturer narrative:
Evaluation summary: the reported condition of the batteries not holding a charge was confirmed. Inspection of the device found the pump's main batteries were thirty two discharges below their alarm threshold. The main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This is currently being investigated under mdq-CAPA-132.